Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated chronic low back pain and non-malignant pain. The pump contained fentanyl at both an unknown concentration and dose. It was reported the patient had an emergency surgery on (B)(6) 2016 due to the patient losing a lot of weight, skin splitting open, and infection. The patient stated everything was removed and put in a new pump on the opposite side. The patient stated she had slices on both sides of the belly and the back where they had to do the incisions. The area of the infection was the pocket. The infections symptoms included drainage that was yellow and then went yellow-green. The change in therapy/symptoms was sudden. The patient wasn¿t told what type of infection she had, but the infection was confirmed. The patient was told about the infection 10 days before the surgery, and the patient stated the infection was due to losing a lot of weight. Both intravenous (IV) and oral antibiotics (bacterium) were used as an intervention. The infection was resolved, and the patient was given additional antibiotics to take for the next 30 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.